Event description:
Additional information received that therapy was restored.

Event description:
It was reported that the right s1 drg lead migrated. As a result, drg was explanted and replaced to address the issue.